Manufacturer narrative:
Investigation summary: a complaint of tubing cracking and leaking inside the pump was received from the customer. A sample was returned for investigation. A pinhole was found at the top of the pumping segment tubing. The customer complaint was confirmed. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. The root cause for this defect is excessive stretching of the pumping segment during loading. When loading, make sure the top of the segment is loaded first to prevent extra stress being applied to the segment. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample was returned for investigation a pinhole was found at the top of the pumping segment tubing. The root cause for this defect is excessive stretching of the pumping segment during loading. When loading, make sure the top of the segment is loaded first to prevent extra stress being applied to the segment.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk was deformed/cracked/damaged, and experienced leakage. The following information was provided by the initial reporter: material no: 2420-0500. Batch no: unknown. New IV tubing was found to be cracked and leaking inside the IV pump while the nurse was staring propfol. We were unable to locate the lot number as the packaging had been discarded. The patient was not harmed, could have resulted in an adverse event if the tubing had been required for a life saving medication such as levophed or epinephrine.